Event description:
It was reported that during a bariatric sleeve procedure, the device became hot between the articulation fin and the handle. The device had not been fired, but had been sitting on the back table with the battery installed for some time before use. There was no consequence to the user and no patient involvement. An ecr60g was being used with the device. Another device was used to complete the procedure.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.